Event description:
The following are excerpts from the medical record. Patient is approximately 5 years status post a right hip asr total hip arthroplasty. The patient complained of persistent right hip pain and x-rays showed a relatively normal appearing total hip. Metal levels had been slowly increasing. There were no complications noted in the surgical procedure. Chromium, joint fluid =922.5 ug/l,cobalt, joint fluid 347.5 ug/l. Pathology report excerpt as follows: labeled "right hip implants" and consists of two well-circumscribed concave-shaped chrome orthopedic pieces measuring 4.4 and 5.5 cm in diameter. This is only an fyi on a recalled product.